Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. The customer's allegation was not able to be confirmed. Based on the results of the investigation, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling review: not applicable as there was no ground for determining the cause of this phenomenon to be the misuse of users. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center lamp flashes. This issue was found during an unspecified procedure. There were no reports of patient harm.